Event description:
It was reported that during a mni bypass procedure, the device delivered malformed staples. The operating room time was extended by an unk amount of time. There was no reported pt consequence.